Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2003. Aneurysm and vessel morphology at the time of implant are unknown. During a routine follow-up the computed tomography demonstrated that the stent graft migrated into the aneurysm sac due to the dilation of the aortic neck. It was reported that length of the aortic neck changed from 15 mm to 5 mm. The reason for the neck dilation is unknown. The stent graft was explanted in 2004. No additional sequelae were reported and the pt is reported to be fine. Medtronic has received the explanted stent graft, and its analysis is pending.